Manufacturer narrative:
No system issues have been reported for calibration or qc. Service call was not requested or initiated. A clear root cause can not be determined for this event at this time. This reportable event was identified during a retrospective review of complaints within the date range 09/11/2010 - 10/22-2010 for additional reportable events/occurrences. This reportable event is related to previously submitted MDR 2050012-2010-00989.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant glucose modular (glucm) results generated by unicel dxc 800 pro synchron clinical system for two patient samples. The results were not reported out of the laboratory. The original sample was repeated and on the third time confirmed acceptable result which was reported. The results of patient #1 was captured in MDR 2050012-2010-00989 patient treatment was not impacted by this event.